Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into the (B)(6) 2025 on arm. The product was expired, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).